Event description:
It was reported that during a splenectomy procedure, the patient was converted from a laparoscopic to open procedure due to bleeding that occurred prior to and unrelated to use of our device. They controlled bleeding and placed our device on splenic hylum (first firing with first white reload). The device advanced slightly but then battery stopped working. They could not reverse and flipped battery but still not working. It is unknown how much bleeding occurred while device was stuck on artery. No blood products were given after device had become stuck and delay to get device off of hylum was approximately two minutes. They used manual override to release and when device was removed, they saw drivers, so appeared that some staples had deployed. The case was completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4) = cartridge, anvil. The analysis found that one pse60a device was returned with the anvil bent upwards. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60w cartridge reload was received loaded on the device. The cartridge reload was received partially fired 4/5 and was noted to have damage on cartridge deck where the firing stops. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the anvil however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.